Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device made an unusual noise, heated up and displayed only 75,000 rotations per minute (rpm) on the console device. It was determined that this was because the driveshaft was broken and the flex circuit and motor were worn. The assignable root cause was determined to be due to misuse and/or abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor device would not engage the burr device. During in-house engineering evaluation, it was observed that the device made an unusual noise, heated up and displayed only 75,000 rotations per minute (rpm) on the console device. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.